Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patients required reintubation due to leaks. It was reported that they are leaking at the seal located at the bottom of the cuff. The customer stated that the tubes were pretested and the patient needed to be re-intubated twice. The customer stated that the first tube was in 24 hours, then 5-6 hours later, the second tube had faulty cuff which caused them to re-intubate for the second time. It was reported that the two tubes were the same brand and size and used a lubricant gel before intubation. [Hartma2 (B)(6) 2018] according to the reporter, the unit had a leak. It was reported that the device was leaking at the seal located at the bottom of the cuff. It was reported that patient needed to be re-intubated.

Manufacturer narrative:
Correction: (UDI). If information is provided in the future, a supplemental report will be issued.